Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that after refilling the device on (B)(6)2025, the physician reported that the medication leaked into the subcutaneous area. One of the suspicions was that the refill was not performed on the target regarding the pump septum. It was further noted that their field contact suspects that the pump septum did not withstand the punctures performed over the time the patient had the device implanted, due to the refill procedures being performed with needles of a larger gauge than recommended. The physician's intention was to replace the device, but the patient had an infection at the implant site and it was not possible to replace on (B)(6). The location of the issue/symptom was the device pocket. Only an explant was performed and a replacement pump was to be implanted later. The issue was not resolved as of (B)(6)2025. The patient was without injury regarding their status as of (B)(6)2025. The pump was to be returned. The patient's age and weight at the time of the event were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# / serial # unknown implanted: unknown explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified damage to the reservoir septum however it did not result in a leak during bench testing in the laboratory. Analysis noted needle skids near the septum on the top cover of the pump as well as reservoir septum damage regarding possible needle coring. As per the pump¿s log, the pump administered morphine with concentration 10.0 mg/ml at a dose rate of 8.001 mg/day as of (B)(6) 2025. A partial catheter was returned consisting of the suture-less catheter connector and proximal (pump) segment. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a slice / cut in the catheter body and leaking was seen during pressure testing. Analysis noted rounded edges and discoloration of the slice/cut that is not consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.